Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx coronary drug eluting stent to treat a non tortuous, non calcified lesion exhibiting 90% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered advancing the device. Excessive force was not used during delivery. It was reported that after positioning the stent they started to inflate the balloon it emerged that the balloon had a hole and was leaking and that the stent could not be positioned. The balloon was pulled backwards to remove the balloon from the stent. The stent moved backwards towards the proximal lad. The stent had to be inflated with 2.0 x 12mm and 4.5 x 15mm balloons. The target lesion was treated with an additional stent. It is reported that the patient was stable during the procedure with no additional injury reported.

Manufacturer narrative:
Product analysis: several kinks were evident on the hypotube. The stent was not present on the balloon and did not return for analysis. The delivery system returned with dried blood visible in the balloon. The balloon folds were expanded. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. It was not possible to inflate the balloon due to the dried blood. The delivery system was placed in the waterbath to disperse the blood to aid inflation. Upon removal the balloon failed negative prep. On pressurisation of the delivery system, blood was observed exiting the distal shaft, 6.4cm proximal to the distal tip. The balloon failed to maintain pressure. Upon visual inspection of the delivery system there was a puncture site on the distal shaft. The material was protruding outwards at the puncture site. The distal shaft was cut away and there was a puncture site on the inner member directly beneath the puncture on the distal shaft. The material was protruding outwards at the puncture site. Deformation was evident to the distal tip. There was no other damage evident to the remainder of the delivery system. Image review: an image shows the lesion in the mid lad as reported by the account. An image shows an inflated balloon at the lesion site pre dilating the lesion. An image shows the lesion following pre dilation. There appears to be an improvement in the flow as shown by the path of contrast. A stent is delivered to the lesion, the proximal and distal ends of the stent appear flared, indicating deployment was initiated. An image shows a dislodged stent on a guidewire in the proximal lad/lm. An image shows a balloon delivered inside the stent and inflated to deploy the stent. An image shows a balloon delivered distal to the stent and inflated. An image shows post dilation performed on the deployed stents. An image shows a stent being delivered to the lesion. An image shows the stent being deployed. An image shows the stent being post dilated. An image shows the treated lad. There were no images capturing the reported leak. If information is provided in the future, a supplemental report will be issued.